Event description:
The customer reported that the plug on the connector cable was broken. The field engineer noted that this prevented the sys from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and the customer repaired a cable. The sys operates as intended.